Manufacturer narrative:
Eval summary: the devices were in-vivo for approx 6 yrs. Based on the limited info, a probable root cause for pt's pain and revision cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the pt was revised due to loosening of the tibial component and pain.